Event description:
Boston scientific received information that this pacemaker was part of a pocket revision due to infection and erosion. There were no additional adverse patient effects reported. The pacemaker remains in service.